Event description:
On (B)(6) 2012, the patient claimed his blood glucose was lowered to 39 mg/dl and elevated to 387 mg/dl at 3 am and 1:52 pm respectively while time was off by 12 hours. During his alleged hypoglycemia, he had symptoms of sweating and confusion. His alleged hyperglycemic symptoms included headache, slight nausea and some muscle pain. The patient claimed that he did not recall if the time and date needed to be reset when the battery was last changed. During troubleshooting, the patient confirmed the date and time is maintained when the battery is removed for less than 24 hours. The animas pump was requested back for investigation. This complaint is being reported because, the patient experience blood glucose excursion while the time on the pump was off by 12 hours. It is not clear if use error, diabetes management, or product malfunction attributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.